Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 3, 2020. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 11, 3331, 4114, 3221, 4315). Method code #1: 11 - testing of device from same lot/batch retained by manufacturer. Method code #2: 3331 - analysis of production records. Method code #3: 4114 - device not returned. Results code: 3221 - no findings available. Conclusions code: 4315 - cause not established. The affected sample was not returned for investigation. A representative retention sample was inspected and tested to confirm an appropriately seated o-ring. The retention sample was setup in a water circuit with flow through the unit, when forward flow was stopped, prime was not lost in the circuit. A root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 2, 2020. D10 (device availability - added date returned to manufacturer). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H6 (identification of evaluation codes 10, 3259, 25). Method code #1: 10 - testing of actual/suspected device. Results code: 3259 - improper physical structure. Conclusions code: 25 - cause traced to manufacturing. The affected sample was inspected upon receipt to confirm a mis-seated venous inlet o-ring. The o-ring creates an air-tight seal to prevent air from being drawn into the reservoir during circulation. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, a pocket of air was seen inside the reservoir that was releasing bubbles inside the filter. When roller pump stopped a large column of air rose up into the venous line. No patient involvement. The product was changed out. The surgery was completed successfully.